Manufacturer narrative:
Concomitant medical products: unknown ICD, implant date unknown. No evaluation other description: analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is part of a lawsuit alleging that the right ventricular (rv) lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.